Manufacturer narrative:
The date of the event was confirmed to be (B)(6) 2015. No patients were adversely affected.

Event description:
The customer initially reported that they were having issues with quality control recovery on one channel of their e601 analyzer. Control results were outside of specification. The customer was asked to replace the pinch tubing, perform a liquid flow cleaning three times, and perform a measuring cell preparation twenty times. Control results were back to normal after performing these actions. The customer stated that they repeated an unspecified number of samples and had to contact their customer to inform them of new results after repeating the samples. The customer stated that they had to change 60 patient results. Data was provided for a total of 61 patient samples tested for n-terminal pro b-type natriuretic peptide (pbnp), 25- hydroxyvitamin d (vitamin d), free thyroxine (ft4), folate, and ferritin. Of the 61 patient samples, 51 were found to have erroneous results for vitamin d, ft4, folate, and ferritin. Refer to the attached spreadsheet for the initial and repeat results of all 51 of these samples. An additional vitamin d value of 14.18 nmol/l was provided for sample number 19. It is not known if this value was an additional repeat value or if this was a previous value from the patient. A clarification has been requested. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The lot numbers and expiration dates of the vitamin d, ft4, ferritin, and folate reagents were asked for, but not provided. The customer noted that the issue occured again on (B)(6) 2015 and that no erroneous patient results were released at that time. No specific data was provided for this event. A service technician was on site on (B)(6) 2015 to replace the measuring cell of the analyzer.

Manufacturer narrative:
It has been clarified for sample (B)(6), that 45 nmol/l was the erroneous patient result that that was reported outside of the laboratory. The repeat of sample 19 was 11.14 nmol/l. Sample 19 was repeated a second time, resulting as 14.18 nmol/l.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).